Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic, chronic') and embedded device ('within each fallopian tube and at the attachment with the uterus there is an embedded silver-colored coiled metallic medical material') in an adult female patient who had essure (batch no. 880429) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's concurrent conditions included nabothian cyst and paratubal cyst. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("pain :abdominal, chronic"), back pain ("pain :back"), dyspareunia ("dyspareunia (painful sexual intercourse)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), abdominal distension ("bloating"), alopecia ("hair loss"), headache ("headaches"), migraine ("migraine") and fatigue ("fatigue") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (partial), bilateral salpingectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, embedded device, abdominal pain, back pain, dyspareunia, heavy menstrual bleeding, abdominal distension, alopecia, weight increased, weight decreased, headache, migraine and fatigue outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, dyspareunia, embedded device, fatigue, headache, heavy menstrual bleeding, migraine, pelvic pain, weight decreased and weight increased to be related to essure. The reporter commented: the patient received treatment for chronic, pelvic/abdominal, back, dyspareunia, menorrhagia, hair loss, weight gain, weight loss, headaches, migraine, fatigue, bloating. The number of expanded coils that appeared trailing into the uterine cavity was 5. The identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 5. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain lot number: 880429 manufacturing date: 2011-07 expiration date: 2014-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-may-2021: report was ticked final, no new information is expected. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic, chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain :abdominal, chronic"), back pain ("pain :back"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), abdominal distension ("bloating"), alopecia ("hair loss"), headache ("headaches"), migraine ("migraine") and fatigue ("fatigue") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (partial), tubal ligation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, menorrhagia, abdominal distension, alopecia, weight increased, weight decreased, headache, migraine and fatigue outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, weight decreased and weight increased to be related to essure. The reporter commented: the patient received treatment for chronic, pelvic/abdominal, back, dyspareunia, menorrhagia, hair loss, weight gain, weight loss, headaches, migraine, fatigue, bloating. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: previously reported event of injury was replaced with pain: pelvic, chronic. Additional events added - pain :abdominal, chronic, pain: back, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), hair loss, weight gain, weight loss, headaches, migraine, fatigue, bloating and essure confirmation test(s) conducted: no. Reporter, demographics, essure indication (amended) and essure insertion (updated)/removal date were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic, chronic') and embedded device ('within each fallopian tube and at the attachment with the uterus there is an embedded silver-colored coiled metallic medical material') in an adult female patient who had essure (batch no. 880429) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's concurrent conditions included nabothian cyst and paratubal cyst. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("pain :abdominal, chronic"), back pain ("pain :back"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), abdominal distension ("bloating"), alopecia ("hair loss"), headache ("headaches"), migraine ("migraine") and fatigue ("fatigue") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (partial), bilateral salpingectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, embedded device, abdominal pain, back pain, dyspareunia, menorrhagia, abdominal distension, alopecia, weight increased, weight decreased, headache, migraine and fatigue outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, dyspareunia, embedded device, fatigue, headache, menorrhagia, migraine, pelvic pain, weight decreased and weight increased to be related to essure. The reporter commented: the patient received treatment for chronic, pelvic/abdominal, back, dyspareunia, menorrhagia, hair loss, weight gain, weight loss, headaches, migraine, fatigue, bloating. The number of expanded coils that appeared trailing into the uterine cavity was 5. The identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 5. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jan-2021: mr received. Reporter information, patient's medical history, lot number, event "within each fallopian tube and at the attachment with the uterus there is an embedded silver-colored coiled metallic medical material" and auto narrative supplement were added. Rcc were updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic, chronic') and embedded device ('within each fallopian tube and at the attachment with the uterus there is an embedded silver-colored coiled metallic medical material') in an adult female patient who had essure (batch no. 880429) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's concurrent conditions included nabothian cyst and paratubal cyst. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("pain :abdominal, chronic"), back pain ("pain :back"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), abdominal distension ("bloating"), alopecia ("hair loss"), headache ("headaches"), migraine ("migraine") and fatigue ("fatigue") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (partial), bilateral salpingectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, embedded device, abdominal pain, back pain, dyspareunia, menorrhagia, abdominal distension, alopecia, weight increased, weight decreased, headache, migraine and fatigue outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, dyspareunia, embedded device, fatigue, headache, menorrhagia, migraine, pelvic pain, weight decreased and weight increased to be related to essure. The reporter commented: the patient received treatment for chronic, pelvic/abdominal, back, dyspareunia, menorrhagia, hair loss, weight gain, weight loss, headaches, migraine, fatigue, bloating. The number of expanded coils that appeared trailing into the uterine cavity was 5. The identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 5. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain lot number: 880429 manufacturing date: 2011-07 expiration date: 2014-07. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-feb-2021: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.